Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of the optical signal issue has been completed. The pump was not returned for evaluation. Upon reviewing the log values at the time the alarm occurred, an increase in lamp intensity, a decrease in gain and signal-to-noise ratio, and a "barcoding" pattern in the contrast were observed. This leads to the conclusion that there was a fiber break due to torque in the optical sensor at the time of failure. The root cause of the optical signal issue was a damaged optical fiber line. The location of the optical fiber break could not be determined as no product was returned. All pertinent information available to abiomed has been submitted at this time.

Event description:
The complainant reported that an impella 5.5 pump was implanted for circulatory support. During support, the pump triggered a "placement signal not reliable" alert on impella connect. Support was continued, and no harm occurred to the patient.